Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) is mobile system, (B)(6) is compact plus system.

Event description:
Caller reported blood glucose results of 380 mg/dl on mobile system, 180 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.